Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, it appears that the reported tissue damage was related to patient/procedural conditions as the tissue damage was observed during the procedure and no device malfunction was reported. The reported patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat mitral mixed regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. A decision was made to re-position the clip to further reduce mr; however, when the clip arms were opened, small tissue damage was observed at the tip of the leaflet. Therefore, the clip was re-positioned forward to further reduce mr and treat the tissue damage. One clip was implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. No additional information was provided.